Event description:
Customer reported a cracked burette. The nurse held the burette to check the volume to be infused and it cracked in her hand with chemo. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.